Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported recurrent seroma. Upon opening, ischemic tissue was excised and fluid was drained from both breasts. A culture was taken and tested positive for mrsa . The device was explanted. This record is for the right side.